Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 10 minutes: 23.4 mmol/l and 6.8 mmol/l on (B)(6) 2019, and 26.2 mmol/l and 7 mmol/l on (B)(6) 2019.